Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal heavy bleeding") in a 29-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, anxiety, post-traumatic stress disorder, panic disorder, agoraphobia, major depressive disorder, generalized anxiety disorder, sciatic neuralgia, anxiety, trouble falling asleep, hallucinations, paraesthesia, hyperlipidemia, hypertension, schizophrenia, multiple sclerosis, copd, lumbar radicular pain, malignant hyperthermia, uterine bleeding and ovarian cyst. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), carisoprodol (soma), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (norco), methylprednisolone and risperidone (risperdal). In april 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 16-apr-2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In may 2010, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In june 2010, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In december 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("psychological or psychiatric problems condition: mood swings"). In december 2012, the patient experienced rash ("rashes"). In december 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental problems: rotting teeth"). In december 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), acne ("acne"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), menometrorrhagia ("prolonged and irregular menses"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), pain in extremity ("right foot and leg pain"), back pain ("back pain") and mental disorder ("psychiatric issue"), was found to have weight increased ("weight gain") and underwent foot operation ("foot surgery"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, weight increased, fatigue, abdominal pain lower, vaginal haemorrhage, urinary tract infection, depression, migraine, vaginal discharge, mood swings, pain in extremity, back pain and mental disorder had resolved, the genital haemorrhage, acne, dysgeusia, rash, pruritus, menometrorrhagia, allergy to metals, dyspareunia, abdominal distension, menorrhagia, female sexual dysfunction, headache, dental caries, dysmenorrhoea and foot operation outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, foot operation, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, mood swings, pain in extremity, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions, the surgery was much more severe than what would have been required of a tubal ligation. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal heavy bleeding") in a 29-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, anxiety, post-traumatic stress disorder, panic disorder, agoraphobia, major depressive disorder, generalized anxiety disorder, sciatic neuralgia, anxiety, trouble falling asleep, hallucinations, paraesthesia, hyperlipidemia, hypertension, schizophrenia, multiple sclerosis, copd, lumbar radicular pain, malignant hyperthermia, uterine bleeding and ovarian cyst. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), carisoprodol (soma), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (norco), methylprednisolone and risperidone (risperdal). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("psychological or psychiatric problems condition: mood swings"). In (B)(6) 2012, the patient experienced rash ("rashes"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental problems: rotting teeth"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), acne ("acne"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), menometrorrhagia ("prolonged and irregular menses"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), pain in extremity ("right foot and leg pain"), back pain ("back pain") and mental disorder ("psychiatric issue"), was found to have weight increased ("weight gain") and underwent foot operation ("foot surgery"). The patient was treated with surgery (she undergo a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, weight increased, fatigue, abdominal pain lower, vaginal haemorrhage, urinary tract infection, depression, migraine, vaginal discharge, mood swings, pain in extremity, back pain and mental disorder had resolved, the genital haemorrhage, acne, dysgeusia, rash, pruritus, menometrorrhagia, allergy to metals, dyspareunia, abdominal distension, menorrhagia, female sexual dysfunction, headache, dental caries, dysmenorrhoea and foot operation outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, foot operation, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, mood swings, pain in extremity, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions, the surgery was much more severe than what would have been required of a tubal ligation current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number added. Event " abnormal bleeding (vaginal, menorrhagia), utis, apareunia (inability to have sexual intercourse),mood swings, depression, migraines / headaches, foot surgery, vaginal discharge, rotting teeth, right foot and leg pain, dysmenorrhea (cramping), back pain, she did not undergo essure confirmation test", psychiatric issue were added. Outcome of event " abnormal vaginal bleeding, cramping, fatigue, weight gain, pain, hair loss, utis, migraines, psychiatric issue, discharge" were updated as recovered. Concomitant medication and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('abnormal heavy bleeding') and foot operation ('foot surgery') in a 29-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, anxiety, post-traumatic stress disorder, panic disorder, agoraphobia, major depressive disorder, generalized anxiety disorder, sciatic neuralgia, trouble falling asleep, hallucinations, paraesthesia, hyperlipidemia, hypertension, schizophrenia, multiple sclerosis, copd, lumbar radicular pain, malignant hyperthermia, uterine bleeding and ovarian cyst. Previously administered products included for birth control: oral contraceptives from march 2009 to february 2010 and depo provera shot from 2003 to 2005. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), carisoprodol (soma), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (norco), methylprednisolone and risperidone (risperdal). In april 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In may 2010, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In june 2010, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In december 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("psychological or psychiatric problems condition: mood swings"). In january 2011, the patient experienced weight fluctuation ("weight gain / loss (specify which one): weight fluctuation"). In december 2012, the patient experienced rash ("rashes or skin conditions: rashes"). In december 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental problems: rotting teeth"). In december 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), acne ("acne"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), menometrorrhagia ("prolonged and irregular menses"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), pain in extremity ("right foot and leg pain"), back pain ("back pain") and mental disorder ("psychiatric issue"), underwent foot operation (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, oophorectomy (one side)) and topical cream. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, weight increased, fatigue, abdominal pain lower, vaginal haemorrhage, urinary tract infection, depression, migraine, vaginal discharge, mood swings, pain in extremity, back pain and mental disorder had resolved, the genital haemorrhage, foot operation, acne, dysgeusia, rash, pruritus, menometrorrhagia, allergy to metals, dyspareunia, abdominal distension, menorrhagia, female sexual dysfunction, headache, dental caries, dysmenorrhoea and weight fluctuation outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, foot operation, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, mood swings, pain in extremity, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions, the surgery was much more severe than what would have been required of a tubal ligation. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- weight fluctuation. Historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/ pain') and foot operation ('foot surgery'). In a 29-year-old female patient who had essure (batch no. 709949), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo essure confirmation test". The patient's medical history included: morbid obesity, anxiety, post-traumatic stress disorder, panic disorder, agoraphobia, major depressive disorder, generalized anxiety disorder, sciatic neuralgia, trouble falling asleep, hallucinations, paraesthesia, hyperlipidemia, hypertension, schizophrenia, multiple sclerosis, copd, lumbar radicular pain, malignant hyperthermia, uterine bleeding and ovarian cyst. Previously administered products, included for birth control: oral contraceptives from (B)(6) 2009 to (B)(6) 2010 and depo provera shot from 2003 to 2005. Concomitant products included: alprazolam (xanax), bupropion hydrochloride (wellbutrin), carisoprodol (soma), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate; paracetamol (norco), methylprednisolone and risperidone (risperdal). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On b)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and mood swings ("psychological or psychiatric problems, condition: mood swings"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight gain/loss specify which one: weight fluctuation"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions: rashes"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental problems: rotting teeth"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("abnormal heavy bleeding"), abdominal pain ("abdominal pain"), acne ("acne"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), menometrorrhagia ("prolonged and irregular menses"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), pain in extremity ("right foot and leg pain"), back pain ("back pain"), mental disorder ("psychiatric issue"), arthritis ("I had inflamed joints") and vaginal bleeding ("bleed black blood (vaginal)"), underwent foot operation (seriousness criterion medically significant). And was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, oophorectomy (one side)) and topical cream. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, weight increased, fatigue, abdominal pain lower, vaginal haemorrhage, urinary tract infection, depression, migraine, vaginal discharge, mood swings, pain in extremity, back pain and mental disorder had resolved. The genital haemorrhage, foot operation, acne, dysgeusia, rash, pruritus, menometrorrhagia, allergy to metals, dyspareunia, abdominal distension, menorrhagia, female sexual dysfunction, headache, dental caries, dysmenorrhoea, weight fluctuation and vaginal bleeding outcome was unknown. And the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, arthritis, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, foot operation, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, mood swings, pain in extremity, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased and vaginal bleeding to be related to essure. The reporter commented: over the next (B)(6) months, she sought treatment on multiple occasions. The surgery was much more severe than what would have been required of a tubal ligation. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 34.8 kg/sqm. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, event: bleed black blood (vaginal) was added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and foot operation ('foot surgery') in a 29-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, anxiety, post-traumatic stress disorder, panic disorder, agoraphobia, major depressive disorder, generalized anxiety disorder, sciatic neuralgia, trouble falling asleep, hallucinations, paraesthesia, hyperlipidemia, hypertension, schizophrenia, multiple sclerosis, copd, lumbar radicular pain, malignant hyperthermia, uterine bleeding and ovarian cyst. Previously administered products included for birth control: oral contraceptives from (B)(6) 2009 to (B)(6) 2010 and depo provera shot from 2003 to 2005. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), carisoprodol (soma), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (norco), methylprednisolone and risperidone (risperdal). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("psychological or psychiatric problems condition: mood swings"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight gain / loss (specify which one): weight fluctuation"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions: rashes/skin rash"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental problems: rotting teeth"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("abnormal heavy bleeding"), abdominal pain ("abdominal pain"), acne ("acne"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), menometrorrhagia ("prolonged and irregular menses"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), pain in extremity ("right foot and leg pain"), back pain ("back pain"), mental disorder ("psychiatric issue"), arthritis ("I had inflamed joints") and vaginal bleeding ("bleed black blood (vaginal)"), underwent foot operation (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, oophorectomy (one side)) and topical cream. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, weight increased, fatigue, abdominal pain lower, vaginal haemorrhage, urinary tract infection, depression, migraine, vaginal discharge, mood swings, pain in extremity, back pain and mental disorder had resolved, the genital haemorrhage, foot operation, acne, dysgeusia, rash, pruritus, menometrorrhagia, allergy to metals, dyspareunia, abdominal distension, menorrhagia, female sexual dysfunction, headache, dental caries, dysmenorrhoea, weight fluctuation and vaginal bleeding outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, arthritis, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, foot operation, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, mood swings, pain in extremity, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased and vaginal bleeding to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions, the surgery was much more severe than what would have been required of a tubal ligation. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Lot number: 709949 manufacturing date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and foot operation ('foot surgery') in a 29-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, anxiety, post-traumatic stress disorder, panic disorder, agoraphobia, major depressive disorder, generalized anxiety disorder, sciatic neuralgia, trouble falling asleep, hallucinations, paraesthesia, hyperlipidemia, hypertension, schizophrenia, multiple sclerosis, copd, lumbar radicular pain, malignant hyperthermia, uterine bleeding and ovarian cyst. Previously administered products included for birth control: oral contraceptives from (B)(6) 2009 to (B)(6) 2010 and depo provera shot from 2003 to 2005. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), carisoprodol (soma), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (norco), methylprednisolone and risperidone (risperdal). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("psychological or psychiatric problems condition: mood swings"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight gain / loss (specify which one): weight fluctuation"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions: rashes"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental problems: rotting teeth"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("abnormal heavy bleeding"), abdominal pain ("abdominal pain"), acne ("acne"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), menometrorrhagia ("prolonged and irregular menses"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), pain in extremity ("right foot and leg pain"), back pain ("back pain"), mental disorder ("psychiatric issue"), arthritis ("I had inflamed joints") and vaginal bleeding ("bleed black blood (vaginal)"), underwent foot operation (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, oophorectomy (one side)) and topical cream. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, weight increased, fatigue, abdominal pain lower, vaginal haemorrhage, urinary tract infection, depression, migraine, vaginal discharge, mood swings, pain in extremity, back pain and mental disorder had resolved, the genital haemorrhage, foot operation, acne, dysgeusia, rash, pruritus, menometrorrhagia, allergy to metals, dyspareunia, abdominal distension, menorrhagia, female sexual dysfunction, headache, dental caries, dysmenorrhoea, weight fluctuation and vaginal bleeding outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, arthritis, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, foot operation, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, mood swings, pain in extremity, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased and vaginal bleeding to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions, the surgery was much more severe than what would have been required of a tubal ligation. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: event bleed black blood (vaginal) was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and foot operation ('foot surgery') in a 29-year-old female patient who had essure (batch no: 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, anxiety, post-traumatic stress disorder, panic disorder, agoraphobia, major depressive disorder, generalized anxiety disorder, sciatic neuralgia, trouble falling asleep, hallucinations, paraesthesia, hyperlipidemia, hypertension, schizophrenia, multiple sclerosis, copd, lumbar radicular pain, malignant hyperthermia, uterine bleeding and ovarian cyst. Previously administered products included for birth control: oral contraceptives from on (B)(6) 2009 to on (B)(6) 2010 and depo provera shot from 2003 to 2005. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), carisoprodol (soma), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (norco), methylprednisolone and risperidone (risperdal). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("psychological or psychiatric problems condition: mood swings"). On (B)(6) 2011, the patient experienced weight fluctuation ("weight gain / loss (specify which one): weight fluctuation"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions: rashes"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental problems: rotting teeth"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("abnormal heavy bleeding"), abdominal pain ("abdominal pain"), acne ("acne"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), menometrorrhagia ("prolonged and irregular menses"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), pain in extremity ("right foot and leg pain"), back pain ("back pain"), mental disorder ("psychiatric issue"), arthritis ("I had inflamed joints") and vaginal bleeding ("bleed black blood (vaginal)"), underwent foot operation (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, oophorectomy (one side) and topical cream. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, weight increased, fatigue, abdominal pain lower, vaginal haemorrhage, urinary tract infection, depression, migraine, vaginal discharge, mood swings, pain in extremity, back pain and mental disorder had resolved, the genital haemorrhage, foot operation, acne, dysgeusia, rash, pruritus, menometrorrhagia, allergy to metals, dyspareunia, abdominal distension, menorrhagia, female sexual dysfunction, headache, dental caries, dysmenorrhoea, weight fluctuation and vaginal bleeding outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, arthritis, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, foot operation, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, mood swings, pain in extremity, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased and vaginal bleeding to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions, the surgery was much more severe than what would have been required of a tubal ligation. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: event bleed black blood (vaginal) was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and foot operation ('foot surgery') in a 29-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, anxiety, post-traumatic stress disorder, panic disorder, agoraphobia, major depressive disorder, generalized anxiety disorder, sciatic neuralgia, trouble falling asleep, hallucinations, paraesthesia, hyperlipidemia, hypertension, schizophrenia, multiple sclerosis, copd, lumbar radicular pain, malignant hyperthermia, uterine bleeding and ovarian cyst. Previously administered products included for birth control: oral contraceptives from (B)(6) 2009 to (B)(6) 2010 and depo provera shot from 2003 to 2005. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), carisoprodol (soma), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (norco), methylprednisolone and risperidone (risperdal). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("psychological or psychiatric problems condition: mood swings"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight gain / loss (specify which one): weight fluctuation"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions: rashes"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental problems: rotting teeth"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("abnormal heavy bleeding"), abdominal pain ("abdominal pain"), acne ("acne"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), menometrorrhagia ("prolonged and irregular menses"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), pain in extremity ("right foot and leg pain"), back pain ("back pain"), mental disorder ("psychiatric issue") and arthritis ("I had inflamed joints"), underwent foot operation (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, oophorectomy (one side)) and topical cream. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, weight increased, fatigue, abdominal pain lower, vaginal haemorrhage, urinary tract infection, depression, migraine, vaginal discharge, mood swings, pain in extremity, back pain and mental disorder had resolved, the genital haemorrhage, foot operation, acne, dysgeusia, rash, pruritus, menometrorrhagia, allergy to metals, dyspareunia, abdominal distension, menorrhagia, female sexual dysfunction, headache, dental caries, dysmenorrhoea and weight fluctuation outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, arthritis, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, foot operation, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, mood swings, pain in extremity, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions, the surgery was much more severe than what would have been required of a tubal ligation. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: social media content received , new reporter an event I had inflamed joints added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and foot operation ('foot surgery') in a 29-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, anxiety, post-traumatic stress disorder, panic disorder, agoraphobia, major depressive disorder, generalized anxiety disorder, sciatic neuralgia, trouble falling asleep, hallucinations, paraesthesia, hyperlipidemia, hypertension, schizophrenia, multiple sclerosis, copd, lumbar radicular pain, malignant hyperthermia, uterine bleeding and ovarian cyst. Previously administered products included for birth control: oral contraceptives from march 2009 to february 2010 and depo provera shot from 2003 to 2005. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), carisoprodol (soma), duloxetine hydrochloride (cymbalta), hydrocodone bitartrate;paracetamol (norco), methylprednisolone and risperidone (risperdal). In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2010, the patient experienced fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and mood swings ("psychological or psychiatric problems condition: mood swings"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight gain / loss (specify which one): weight fluctuation"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions: rashes"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced dental caries ("dental problems: rotting teeth"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("abnormal heavy bleeding"), abdominal pain ("abdominal pain"), acne ("acne"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), menometrorrhagia ("prolonged and irregular menses"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,"), pain in extremity ("right foot and leg pain"), back pain ("back pain"), mental disorder ("psychiatric issue"), arthritis ("I had inflamed joints") and vaginal bleeding ("bleed black blood (vaginal)"), underwent foot operation (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, oophorectomy (one side)) and topical cream. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, weight increased, fatigue, abdominal pain lower, vaginal haemorrhage, urinary tract infection, depression, migraine, vaginal discharge, mood swings, pain in extremity, back pain and mental disorder had resolved, the genital haemorrhage, foot operation, acne, dysgeusia, rash, pruritus, menometrorrhagia, allergy to metals, dyspareunia, abdominal distension, menorrhagia, female sexual dysfunction, headache, dental caries, dysmenorrhoea, weight fluctuation and vaginal bleeding outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, arthritis, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, foot operation, genital haemorrhage, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, mood swings, pain in extremity, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased and vaginal bleeding to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions, the surgery was much more severe than what would have been required of a tubal ligation. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-mar-2020: event bleed black blood (vaginal) was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss"), weight increased ("weight gain"), acne ("acne"), fatigue ("fatigue"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), menometrorrhagia ("prolonged and irregular menses"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (she undergo a total hysterectomy and bilateral salpingectomy). Essure was removed in may 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, alopecia, weight increased, acne, fatigue, dysgeusia, rash, pruritus, menometrorrhagia, allergy to metals, dyspareunia, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, dysgeusia, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, pelvic pain, pruritus, rash and weight increased to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions, the surgery was much more severe than what would have been required of a tubal ligation. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.